Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to the following: 1) due to some influence during clipping, the amount of operating force increased. 2) an excessive tensile load was applied to the operating wire due to the increased operating force. 3) the operation wire came out from the caulking part due to the load exceeding the resistance. The event can be detected/prevented by following the instructions for use which state: 1) "do not pull out the rotary clip device until it hits the slider of this product and clipping is not completed. It may lead to perforation, major bleeding, mucous membrane damage, etc." 2) "if the clip does not come off from the rotating clip device, do not forcibly pull out the sheath. It may lead to perforation, major bleeding, mucous membrane damage, etc." 3) "this product is intended to be used only when surgical operations are possible as an emergency measure. In the unlikely event that the clip does not come off the rotating clip device, see "chapter 4 emergency actions". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the clip on the single use reloadable clip applicator could not be released, as the wires become loose during the clip set up. The customer also mentioned that the 2yk charger was affected. The issue was found during a therapeutic procedure. There were no reports of patient harm or impact associated with the reported event. This report is related to patient identifiers: (B)(6).